Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high out of range pacing impedance resulting in lead safety switch (lss) triggered. The ra lead was reprogrammed and subsequently noted to exhibit noise oversensing during lead manipulation. Programming changes on the automatic gain control was performed. There were no patient consequences.